Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that two graftmaster stents were required to seal a long perforation in the left anterior descending artery that occurred during use of another device. After a 2.8 x 16 mm graftmaster stent was implanted, an attempt was made to implant a 2nd 2.8 x 16 mm graftmaster stent, but it failed to cross. A 2.8 x 19 mm graftmaster stent was able to cross and was deployed, successfully sealing the perforation. No additional information was provided.